Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks and anti-tachycardia pacing that was not effective. Inappropriate therapy appears to be caused due to under sensing of atrial fibrillation (af) with low amplitudes. The ICD was reprogrammed at this time and remains in service. No additional adverse patient effects were reported.